Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that customer needed an additional 4 units of insulin but nurse did not know how to use the insulin pump. Customer was treated with manual bolus. Customer's blood glucose was 503 mg/dl.